Event description:
User experienced one patient sample with discrepant sodium and potassium results. Initial sodium 153 mmol/l and potassium 4.9 mmol/l. User questioned these results, and repeated the sample. Repeat results gave sodium of 134 mmol/l and potassium of 4.2 mmol/l. Original results were not turned out. The field service rep determined the cause to be improper wash volume and adjusted wash volume. Performance tests were performed.